Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left anterior descending artery/diagonal artery. The whisper ms guide wire failed to cross the lesion and was removed from the patient with some resistance noted; however, the guide wire looked intact. The patient was sent to (B)(6) hospital for different type of treatment as revascularization was unsuccessful. (B)(6) informed (B)(6) via phone call that angiography revealed the guide wire tip was left in the anatomy; however, no further communication has been made to (B)(6) from (B)(6); therefore, the guide wire tip in remaining in the patient has not been confirmed. No attempts have been made to retrieve the separated tip and there are no plans to retrieve the separated tip. No additional information was provided.